Manufacturer narrative:
Model number/catalog number: sc-8352-70, serial number: (B)(4), batch/lot number: 20775213, model/catalog description: coveredge x 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was in a lot of pain and had developed an infection. They took a film and the result showed a few badges and osteomyelitis. The physician believed that the infection was not device related, the bone infection was down in the lumbar region and was systematic. It was also noted that the ipg pocket and the epidural space was clear of infection. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was reportedly doing better but still in pain.